Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After attempted troubleshooting and loading of new cartridges, the alarm recurred, preventing successful resumption of insulin therapy. Technical support instructed the caller to use multiple daily injections (mdi) as backup therapy, provided instructions for putting the pump into storage mode, and arranged for a replacement pump and original cartridge to be sent, advising the caller on return procedures for the problematic pump.